Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c.® therapy. Device labeling, available in print and online, states: ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c./t.r.a.c. Pad. This involves using the foam to allow placement of the sensat.r.a.c./t.r.a.c. Pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam heel dressing).

Event description:
On (B)(6) 2016, the following information was reported to kci by the physician's nurse: the patient allegedly has maceration to the wound. On (B)(6) 2016, kci global safety representative spoke to physician's nurse who reported irritation was noted due to a large amount of drainage. The patient's wound is on the foot and the patient is ambulatory. On (B)(6) 2016, the following information was reported to kci by the physician's nurse: the patient's maceration was debrided by the physician on (B)(6) 2016. The patient is doing well with no subsequent issues. No additional information available. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.